Event description:
It was reported that the tubing of two (2) homechoice automated pd sets with cassette were cut/melted. This was noticed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3 event date: the event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h4. H4: device manufacture date: change from 11/07/2023 to 11/08/2023. Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.